Event description:
There was no 10 french dilator in the insertion kit. The iab was inserted into the pt without a sheath. Event complications: none from the event-reported 3/18/97. Pt's current status: unk rpt'd 3/18/97.